Event description:
Reportedly, during a laparoscopic hernia repair, the balloon used to make the surgical space would not desufflate. Upon removal attempt the device tore. The procedure was converted to a transperitoneal hernia repair. No pt injury reported.